Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient continues to wear the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date and usage of device: monitor (B)(4): 03/2013 - reuse. Electrode belt (B)(4): 08/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detection. The patient was conscious and walking to his room at the time of the event. The nurses witnessed the event and were assisting the patient in walking. A review of the downloading data confirms the response buttons were not pressed during the entire event. The patient continues to wear the lifevest.